Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 325cc mentor siltex round moderate profile prosthesis and experienced postoperative right-sided deflation. As a result, the patient underwent removal and replacement with two 500cc mentor memorygel breast implant prostheses (catalog #: 3505001bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On 10-dec-2020, mentor received additional information regarding the complaint device. Initially, a 325cc mentor siltex round moderate profile prosthesis (catalog #: 3542670, serial #: (B)(6)) was reported as the complaint device. However, additional information revealed that the actual complaint device is a 350cc mentor smooth round moderate profile prostheses (catalog #: 3542670, lot #: 5692431). The date of implantation was estimated as (B)(6)2006 based on available information and updated from (B)(6)2017 to (B)(6)2006. The relevant field has been updated. On 15-dec-2020, the suspected medical device was returned for evaluation. On 5-jan-2021, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, according with mentor procedure, and the result revealed a tear at a junction of the valve system. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. According to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).